Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Complaint list was review. No complaint for the subject guide wire was reported from the user facility. Device investigation could not be conducted because the device was possibly discarded by the user facility. Investigation of the production record could not be performed because lot information was unavailable. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied to the guide wire while its distal tip was being trapped in the subintimal space under the cto. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded that there was no indication of product deficiency. Instructions for use (IFU) sates: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
According to a literature titled "consequences and treatment of guidewire entrapment and fracture during percutaneous coronary intervention" in cardiovascular revascularization medicine (17 (2016) 129-133), the subject guide wire became fractured in the patient anatomy. It was written as follows: "a (B)(6)-year-old man with a history of diabetes mellitus type 2, hypertension, rheumatoid arthritis, and coronary artery disease underwent preoperative cardiac evaluation prior to lung biopsy for a pulmonary nodule. Coronary angiography demonstrated a cto of the mid left anterior descending artery (lad) without other significant disease. Myocardial perfusion imaging revealed a large area of anteroseptal and apical ischemia. The patient was referred for cto pci. Bilateral femoral arterial access was obtained with 8 french sheaths. The right coronary artery (rca) was engaged with an 8 french jr 4 guide catheter and the left main coronary artery with an 8 french xb 3.5 guide catheter. Dual injection revealed a 30 mm long occlusion with calcification. Antegrade wire escalation with a fielder xt guidewire (asahi intecc) advanced through a finecross microcatheter (terumo) resulted in subintimal guidewire entry. A knuckle was formed with the fielder xt guidewire to attempt subintimal guidewire crossing. The guidewire failed to advance through the occlusion, but could not be withdrawn into the microcatheter and upon further retrieval attempts it fractured, with the distal segment remaining embedded into the occlusion. The cto was crossed with a parallel pilot 200 guidewire (abbott vascular, (B)(4)) and multiple balloon inflations were performed in an attempt to "free" the entrapped guidewire. Attempts were also made to push the guidewire fragment into the occlusion with a plan to cover it with a stent. Eventually, the finecross catheter was removed together with the guidewire fragment. After implantation of three drug-eluting stents (2.25 ?~ 30mm, 2.5 ?~ 30 mm, 2.75 ?~ 30 mm), an excellent final result was achieved. The patient had an uneventful recovery."